Event description:
The customer and her friend called to report that she was hospitalized for high blood glucose levels. The customer stated that she experienced high blood glucose levels for the past two days. The customer stated that she treated with manual injections, but didn't change the infusion set. The customer stated that she did not know much about the insulin and felt confused. Unable to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.